Manufacturer narrative:
Document review: quadra h femoral stem size 3 - (B)(4)/lot 101435. The quality and manufacturing documents (batch record) were reviewed for the lot 101435 (10 pieces produced): all parameters concerning the manufacturing process steps were found to be conforming to specifications valid at the time of production. Seven pieces of this lot were already implanted and no other incidents were reported up to now. (B)(4). There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.

Event description:
Upon impacting the definitive stem, the surgeon cracked the proximal femur. He secured the femur with a dall miles cable and finished the case.